Event description:
It was reported there was t wave oversensing (twos) post pace and far field r wave (ffrw) oversensing observed in the right ventricular and right atrial leads. Device programming changes were made to resolve the oversensing. The leads remain in use. No patient complications were reported as a result of the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6943-58 implantable tachy lead (B)(6) 2002; 4193 implantable pacing lead (B)(6) 2008. (B)(4).